Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 0 units instead of the caller's expected 280 units. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the same cartridge to resolve the issue, and tandem technical support suggested calling back for troubleshooting if needed. Caller was advised to press the top button after completing tasks on the pump to prevent future incomplete alerts. Customer agreed to try this and acknowledged the support instructions provided.